Event description:
It was reported that bd nexiva leaked. The following information was provided by the initial reporter: date of incident: on (B)(6) 2024 concern description: there was blood coming out of the port where the needle is removed from. It is a one-way valve and should seal off when the needle is removed. When the IV was flushed the saline also come out of this port.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 383539 and lot number 4156834. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.